Event description:
The reporter stated: the pump was set at 95ml/24 hours. About 1.5 hours later the pt called to say they were not feeling well. A nurse made a home visit and found that 31ml had infused. The given screen did seem to match the amount of medication missing from the bag, but the amount should have been only 6ml. The pt suffered no incident related medical sequelae.